Event description:
It was reported by the customer that when using the bd pyxis¿ es server, most of the stations were in disconnected mode. The customer stated that this malfunction caused a delay when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode. A technical support specialist (tss) requested the customer to check if the issue persisted even after restarting the data synchronization service, the customer confirmed that the issue was resolved. The tss informed the customer would close the case after monitoring it for 24 hours. The tss then checked the patient encounter system synchronization information 2.0, noticed that the last download for stations was way back, checked the logs, which also showed no current or pending subscription, ran a query, saved the data in a file, restarted the data synchronization service and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.